Event description:
A user facility reported this lma does not maintain inflation. The physician inserted the lma and inflated it. He did not get an airway seal and noticed the balloon was empty so he reinflated it but still did not get a seal and the balloon went flat. He removed the lma and used an endotracheal tube on the pt. It was reported that there was no pt injury or problem. The user facility returned the lma for eval.